Event description:
It was reported that customer experienced issue where pump battery was not charging, and no blood glucose value information was provided. There was no reported impact to the customer¿s blood glucose level. Customer sent pump back to distributor, and evaluation found pump started normally, charged correctly to full capacity, and connected properly to computer without any recorded event on reported date, while customer received replacement pump for continued use.